Manufacturer narrative:
(B)(4) this report is for the second in a series of consecutive product issues with the same patient. The initial event has been reported under MDR# 3006425876-2015-00382.

Event description:
It was reported that in the multi ICU, the doctor attempted to thread the guide wire through the raulerson syringe in the patient's right subclavian vein. However, during the insertion, the guide wire kinked. As a result, another kit was opened and used. It is not known if a delay occurred, however, there was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported event was confirmed through examination of a returned product sample. The customer provided a guide wire inserted through the venous lumen of an acute hemodialysis catheter. The raulerson syringe involved in the complaint was not returned for analysis. The j-tip at the distal end of the guide wire was protruding 3 cm from the tip of the catheter and the proximal end was protruding 41 cm from the distal extension line luer hub. A kink was observed at 30 cm from the proximal weld. The wire was removed without difficulty and found to be intact and within dimensional specifications. No defects or anomalies were found on the catheter. A DHR review was performed with no relevant findings. The provided IFU describes suggested techniques to minimize the likelihood of guide wire damage during use. The report indicated that the issue occurred during insertion into the syringe. Since the syringe was not returned, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. A device history record review performed did not reveal any manufacturing related issues. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.